Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment, replaced the power controller and the power supply, and returned the unit to service.

Event description:
The hospital reported that, during a case, the unit shut down and did not switch to battery backup. The patient was manually ventilated while the system was rebooted. There was no reported patient injury.